Event description:
When the patient was changed from a provox 2 voice prosthesis to the provox activalve, the blue ring on the provox activalve was dislodged and aspirated by the patient during the insertion of the provox activalve. Fortunately it was removed as the patient was coughing.

Manufacturer narrative:
Investigation of the returned product: the ring with valve flap is separated from the housing. Components are clean and without candida growth. The safety strap is not cut from the housing. The flap is in place and attached to the ring. When investigating the glue joint between the ring and the housing there is no signs of insufficient amount of glue or air bubbles. There is a small damage on the edge of the ring. Glue joints between flap and magnet and between ring and magnet are intact and undamaged. On the surface of fracture between the hinge and the housing, the surface shows that the bonding has been appropriate. No loading tube was returned. Conclusion: ring and house was appropriately glued from the beginning. Glue joint between hinge and housing was appropriately bonded. Safety string was not cut (it happened in the clinic during insertion). Components was coughed up, no retrieval of components from lung needed. No loading tube or inserter pin was returned (all other parts was, including blister). A likely reason for malfunction is that the physician used wrong folding method which caused very high insertion-force resulting broken glue joints. The damage of the ring confirms this theory. This type of incidents only happen if insertion is not made according to IFU. Risk assessment: if the voice prosthesis or other parts of the provox activalve system brake during insertion, parts may be aspirated and are usually coughed up by the patient. If this is not the case, parts have to be retrieved by a clinician with an endoscope or similar. In this complaint the loosened blue ring is most probable caused by usage error according to the investigation, and the blue ring was coughed up. The failure mode and hazards are assessed in the risk management of provox activalve and the risk is still acceptable according to the updated assessment. Investigation of same lot products and same lot components: the glue joint were tested on one product ref 7152 provox activalve 8 mm from same lot 1112098 as the complaint and three product ref 7150 provox activalve 4,5 mm lot 1203033 all with same lot of pickled ring included. Tensile strength of the glue joint for the tested ref 7152 (lot 1112098) is 65,70n. The acceptance criterion is 42n so the requirement is well met. The acceptance criteria for the force required to push a prosthesis through a loading tube is max 9,4n and the average force for provox activalve is 7,13n, well below the acceptance criterion of the glue joint of 42n. The test result are also compared with former test result on ref 7152 (lot 10.042.12) and on this lot the average of the tensile strength is 62,58 n for 13 tested objects and the results are comparable. The three tested ref 7150 (lot 1203033) have values between 91,25 and 114 n and this is also higher than the requirement. The tensile strength for 4,5 mm prosthesis are always higher than for other sizes so the result are as expected. The loading tubes included in the investigated products are inspected and all of them are siliconized inside. If the siliconization is missing a higher force is applied to the glue joint during insertion. The tests and inspections show that the devices and components all fulfill the requirements. There is no indication when examining same lot or same included components that the complaint is due to product being out of specification. Investigation production lot 1112098 the production records show that this lot of ref 7152 was produced according to our normal standard operating procedures, without deviations during the manufacturing. Our procedure for siliconizing the loading tube includes 100% inspection during the procedure. The inspection is done to confirm that each of the loading tubes is siliconized according to our specification. The production record for lot 11.445.07, which was used in this lot of provox activalve shows that all loading tubes were approved in the 100% inspection. All other in process controls were also approved. All evidence suggests that the device has been manufactured according to specification. Summary all internal investigations support that the product fulfilled its predefined requirements when delivered to the hospital. Together with the finding of the damage on the ring this supports the conclusion that use error caused this event. The folding procedure is clearly explained in the IFU and a yellow sticker on the blister package also highlights the importance of following proper procedure. In most cases the product will withstand also wrong folding but in rare cases when very high forces are used it will break. The probability of occurrence however is very low and found acceptable according to risk management file. No actions are deemed necessary except information to the doctor about the importance of following the IFU.